Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer found the grey part of the single-port (sp) maryland bipolar forceps instrument tip was defective. The customer indicated that there was no excessive use during the last use and no issues were identified after completing the last procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no problem after the last procedure, and she found the damage prior to the next procedure, before the patient was under anesthesia. The customer believed the plastic part of the instrument tip was broken during central processing. The instrument tip was not detached. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. It was stated that the damage circle in the image provided appeared to be a broken molded insulator with a piece missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) maryland bipolar forceps instrument was analyzed and visual inspection on the instrument found thermal damage on the molded insulator at one of the grip tips. Electrical continuity test was performed and passed. The complaint was confirmed by failure analysis.